Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional was unable to draw blood. X-ray revealed a catheter fracture. There was no reported patient injury.

Manufacturer narrative:
Additional information was reported by the international business center (ibc) on 10/2/2018, and the associated fields were updated. The investigation summary below was unchanged. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port was placed in the right internal jugular vein. Approximately two years six months post port placement, the healthcare professional was unable to aspirate blood. X-ray demonstrated a catheter fracture. The catheter and port were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport isp with 8fr groshong catheter in two segments. Two partial circumferential breaks and one complete circumferential break were identified during visual inspection. All three breaks has rounded edges and were inline with each other. Therefore, the investigation is confirmed for flexural fatigue. Flexural fatigue is typically related to routine use of the device. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port was placed in the right internal jugular vein. Approximately two years six months post port placement, the healthcare professional was unable to aspirate blood. X-ray demonstrated a catheter fracture. The catheter and port were removed. There was no reported patient injury.